Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
It is confirmed that the stents were implanted in the lad during the index procedure.

Event description:
The patient had three endeavor drug eluting stents implanted during index procedure. Approximately 16 months post index procedure the patient suffered a mi.the event was not assessed for relatedness with device.